Event description:
Complainant alleged that during a routine preventative maintenance check, the device did not display the appropriate "test ok" message code. The complainant indicated that there was no pt involvement in the reported failure.